Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient with an implantable pump for non-malignant pain. It was reported that the patient had a pump fill today. They used to have 4 mg / ml morphine, but they filled the pump with 8 mg / ml morphine. The pump was still programmed as 4 mg / ml. The pump was updated at 2:27pm. The catheter volume was .121 + .199 internal tubing 0.32., dose is 0.8606 flow rate is .217. The caller called back with the patient 4 hours after the pump was updated. 0.036 of drug had advanced. Technical services (tss) reviewed subtracting the drug volume that had advanced from the bridge bolus volume. Tss walked the caller through the advanced bridge bolus steps.